Event description:
It was reported that the patient came in for a right atrial (ra) lead extraction due to over-sensing noise. The ra lead was extracted, and a new one was implanted. There were no adverse health consequences, the patient was stable.